Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset the pump without recurrence of the malfunction. Customer was advised to continue using the pump and to reach out if the issue recurs.